Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that upon boot up, the system displayed localizer faulted while the flat panel was connected. The flat panel was removed from the bin and the issue resolved. There was no patient present when this issue was identified. It was suspected that there was a cabling hardware issue. An update provided that the system was functioning normally and it was suspected that the system was not given enough time to fully boot before establishing a connection.